Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high impedance from a possible fracture. It was also reported that the right ventricular (rv) lead was removed and replaced due to no capture and high impedance from a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).